Event description:
Note: this report is one of two complaints that pertain to the same event (MFR report # 3005099803-2011-04171 and MFR. Report # 3005099803-2011-04172).it was reported to boston scientific corporation that two jagtome rx sphincterotomes were used during a endoscopic retrograde cholangiopancreatography (ercp) procedure.according to the complainant, during the procedure, the physician went to make a cut and the cut wire broke; no part detached inside the patient. A second jagtome rx sphincterotome was obtained, when the physician went to make a cut the cut wire broke; no part detached inside the patient. The procedure was completed with another jagtome rx sphincterotome.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4): the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report is one of two complaints that pertain to the same event (MFR report # 3005099803-2011-04171 and MFR. Report # 3005099803-2011-04172). It was reported to boston scientific corporation that two jagtome rx sphincterotomes were used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, the physician went to make a cut and the cut wire broke; no part detached inside the patient. A second jagtome rx sphincterotome was obtained, when the physician went to make a cut the cut wire broke; no part detached inside the patient. The procedure was completed with another jagtome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found that the working length was twisted, the exposed cut wire was broken and bent. Additionally, the broken ends of the cutting wire appeared discolored and the extrusion was melted near the proximal pierce hole. During manufacturing, tome devices are 100% inspected so the broken cut wire is likely due to procedural factors. Therefore, the most probable root cause is operational context. The device history record review found the device met all manufacturing specifications.